Event description:
As reported, the angioguard was deployed mid ica over the supplied angioguard wire; however, the retrieval catheter would not track/advance above the stent. The retrieval catheter would not advance beyond 1/3 of the stent. It appeared that the wire was caught between stent and calcification. There was no reported injury to the patient. Multiple attempts were made to retrieve the device. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The angioguard was deployed mid ica over the supplied angioguard wire; however, the retrieval catheter would not track/advance above the stent. The retrieval catheter would not advance beyond 1/3 of the stent. It appeared that the wire was caught between stent and calcification. The retrieval sheath was stuck at the site where wire was entangled with stent struts. The device was stored per the IFU. The product was inspected and prepped per the IFU. Nothing unusual was noted about the device prior to use. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. There was no difficulty encountered while flushing the filter introducer and deployment sheath. Saline was noted within the coil dispenser at the green deployment sheath hub. The capture sheath coil dispenser was flushed according to the IFU the anti-migration clip was located closest to the filter introducer and was left in place until after the filter basket was docked into the deployment sheath. No difficulty encountered while docking the filter basket into the deployment sheath. During filter retrieval, the retrieval sheath was being advanced while the filter wire is fixed. There was no filter basket deformation. The filter was noted to be placed distal enough and was noted to be placed perfectly to prevent any interaction with balloons/sds used. There was no interaction between the filter basket proximal marker band and the distal end of other devices used for the procedure. Many different techniques were used by inr but no success was gained. Images were provided of the extracted angioguard and precise after endarterectomy and enclosed. The filter was removed from the patient after the endarterectomy was performed by a vascular surgeon. The device was not returned for analysis. Image review by clinician: visual analysis 23 pictures related to the reported event were attached by the customer at the complaint file (B)(4). To be evaluated. The outcomes of the picture analyses are image 1: x ray capture shows unknown stent and unknown embolic protection device. Image 2: x ray capture shows unknown device noted in internal carotid artery and tortuous vessel. Image 3: x ray capture shows unknown device noted in internal carotid artery. Image 4: x ray capture showing an unknown embolic protection device with the filter basket visible. Image 5: two clot specimens, one unknown stent and one filter basket are observed in the picture. Image 6: x ray capture shows an unknown embolic protection device with the filter open and an unknown stent. Image 7: x ray capture shows an unknown stent and unknown embolic protection device. Image 8: x ray capture shows an unknown embolic protection device and one unknown stent. Image 9: x ray capture shows internal carotid artery and tortuous vessel. Image 10: x ray capture shows an unknown embolic device with filter basket is open near distal segment of the stent. Distal tip of embolic protection device noted to be intact. Image 11: x ray capture shows the distal tip of embolic protection device intact. Tortuous vessel noted on image. Image 12: x ray capture shows an unknown embolic protection device an unknown stent. The filter basket is open. Image 13: x ray capture shows an unknown embolic protection device. Distal tip of embolic protection device noted to be intact. Tortuous vessel is observed. Image 14: x ray capture shows an unknown embolic protection device distal to an unknown stent. Image 15: x ray capture shows an unknown embolic protection device. Distal tip of embolic protection device is intact. Filter basket is open. Image 16: x ray capture shows unknown device in internal carotid artery. Image 17: this image is not clear and not details can be noted. Image 18: x ray capture shows an unknown device in internal carotid artery, the filter basket is visible. Image 19: x ray capture shows an unknown embolic protection device distal to stent placement. Distal tip of embolic protection device is intact. Image 20: on this attached picture an endarterectomy intervention can be observed. Image 21. The x ray capture shows an unknown embolic device with the filter basket open near the distal segment of the unknown stent. The distal tip of the embolic device is intact. Image 22: the x ray capture shows an unknown embolic device with the filter basket open near to distal segment of the unknown stent. Image 23: on the x ray capture no device is identifiable. Only a tortuous vessel is observed. No other outstanding details can be noticed at the x ray image. A product history record (phr) review of lot 35262459 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿capture system ~ withdrawal difficulty - snagged/caught on stent¿ was not confirmed, based on the evaluation of the attached pictures it is not possible to establish whether it is a malfunction of the embolic device. Procedural and or handling factors such as vessel characteristics (calcified lesion), patient anatomy and the user¿s interaction with the device during the recovery process may have led to the reported event. According to the instructions for use ¿load the capture sheath over the proximal end of the angioguard rx emboli capture guidewire. Grasp the guidewire proximally as it exits the rx port and advance the capture sheath through the open hemostasis valve. Continue to advance the capture sheath until the distal capture sheath marker band is adjacent to the proximal filter basket marker band. This collapses the filter basket. Using fluoroscopy, confirm filter basket closure by ensuring reduction of diameter of the radiopaque strut marker bands. Note: the emboli that have been captured may not allow the angioguard rx emboli capture guidewire to reach its initial low profile. Open the hemostasis valve to allow the angioguard rx emboli capture guidewire free movement and reduce the likelihood of damage during removal. Remove the device by simultaneously pulling the guidewire and capture sheath through the guiding catheter or interventional sheath introducer, and out of the hemostasis valve as a single unit. Care should be taken when pulling the basket through the open hemostasis valve, to avoid potential release of captured emboli.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time until the product is received to proceed with a complete evaluation.

Event description:
As reported, the angioguard was deployed mid ica over the supplied angioguard wire; however, the retrieval catheter would not track/advance above the stent. The retrieval catheter would not advance beyond 1/3 of the stent. It appeared that the wire was caught between stent and calcification. The retrieval sheath was stuck at the site where wire was entangled with stent struts. There was no reported injury to the patient. The device was stored per the IFU. The product was inspected and prepped per the IFU. Nothing unusual was noted about the device prior to use. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. There was no difficulty encountered while flushing the filter introducer and deployment sheath. Saline was noted within the coil dispenser at the green deployment sheath hub. The capture sheath coil dispenser was flushed according to the IFU the anti-migration clip was located closest to the filter introducer and was left in place until after the filter basket was docked into the deployment sheath. No difficulty encountered while docking the filter basket into the deployment sheath. During filter retrieval, the retrieval sheath was being advanced while the filter wire is fixed. There was no filter basket deformation. The filter was noted to be placed distal enough and was noted to be placed perfectly to prevent any interaction with balloons/sds used. There was no interaction between the filter basket proximal marker band and the distal end of other devices used for the procedure. The filter was removed from the patient after the endarterectomy was performed by a vascular surgeon. Many different techniques were used by inr but no success was gained. The device will not be returned for evaluation. Images were provided of the extracted angioguard and precise after endarterectomy and enclosed. Image review by clinician: request for image review received. 23 images were reviewed. Per clinician visual analysis, image 1 under fluoroscopy received. Unknown stent and unknown embolic protection device noted. Per clinician visual analysis, image 2 under fluoroscopy received. Unknown device noted in ica and tortuous vessel noted. Per clinician visual analysis, image 3 under fluoroscopy received. Unknown device noted in ica. Per clinician visual analysis, image 4 under fluoroscopy received. An unknown embolic protection device is noted with the filter basket visible. Per clinician visual analysis, image 5 demonstrated two tissue/clot specimens. Per clinician visual analysis, image 6 under fluoroscopy received. An unknown embolic protection device is noted distal to an unknown stent. Image shows distal tip of embolic protection device intact with filter basket in the open position. Per clinician visual analysis, image 7 under fluoroscopy received. Unknown stent and unknown embolic protection device noted. Per clinician visual analysis, image 8 under fluoroscopy received. An unknown embolic protection device is noted distal to unknown stent. Filter basket is open. Per clinician visual analysis, image 9 under fluoroscopy received. Unknown device noted in ica and tortuous vessel noted. Per clinician visual analysis, image 10 under fluoroscopy received. Unknown embolic device with filter basket is open near distal segment of stent. Distal tip of embolic protection device noted to be intact. Tortuous vessel noted on image. Per clinician visual analysis, image 11 under fluoroscopy received. Unknown embolic device with filter basket noted to be open. Distal tip of embolic protection device noted to be intact. Tortuous vessel noted on image. Per clinician visual analysis, image 12 under fluoroscopy received. An unknown embolic protection device is noted distal to an unknown stent. Image shows filter basket in the open position. Per clinician visual analysis, image 13 under fluoroscopy received. An unknown embolic protection device is noted. Distal tip of embolic protection device noted to be intact. Tortuous vessel noted on image. Per clinician visual analysis, image 14 under fluoroscopy received. An unknown embolic protection device is noted distal to an unknown stent. Per clinician visual analysis, image 15 under fluoroscopy received. An unknown embolic protection device is noted. Distal tip of embolic protection device noted to be intact. Filter basket noted to be open. Per clinician visual analysis, image 16 under fluoroscopy received. Unknown device noted in ica. Per clinician visual analysis, image 17 received, however device is not identifiable. Per clinician visual analysis, image 18 under fluoroscopy received. An unknown embolic protection device is noted with the filter basket visible. Per clinician visual analysis, image 19 under fluoroscopy received. An unknown embolic protection device is noted distal to stent placement. Distal tip of embolic protection device noted to be intact. Per clinician visual analysis, image 20 shows endarterectomy. Per clinician visual analysis, image 21 under fluoroscopy received. Unknown embolic device with filter basket is open near distal segment of stent. Distal tip of embolic protection device noted to be intact. Per clinician visual analysis, image 22 under fluoroscopy received. Unknown embolic device with distal tip of embolic protection device noted to be intact. Per clinician visual analysis, image 23 under fluoroscopy received. Device unidentifiable. Tortuous vessel noted.

Event description:
As reported, the angioguard was deployed mid ica over the supplied angioguard wire; however, the retrieval catheter would not track/advance above the stent. The retrieval catheter would not advance beyond 1/3 of the stent. It appeared that the wire was caught between stent and calcification. There was no reported injury to the patient. Multiple attempts were made to retrieve the device. Images were provided of the extracted angioguard and precise after endarterectomy and enclosed. Image review by clinician: request for image review received. 23 images were reviewed. Per clinician visual analysis, image 1 under fluoroscopy received. Unknown stent and unknown embolic protection device noted. Per clinician visual analysis, image 2 under fluoroscopy received. Unknown device noted in ica and tortuous vessel noted. Per clinician visual analysis, image 3 under fluoroscopy received. Unknown device noted in ica. Per clinician visual analysis, image 4 under fluoroscopy received. An unknown embolic protection device is noted with the filter basket visible. Per clinician visual analysis, image 5 demonstrated two tissue/clot specimens. Per clinician visual analysis, image 6 under fluoroscopy received. An unknown embolic protection device is noted distal to an unknown stent. Image shows distal tip of embolic protection device intact with filter basket in the open position. Per clinician visual analysis, image 7 under fluoroscopy received. Unknown stent and unknown embolic protection device noted. Per clinician visual analysis, image 8 under fluoroscopy received. An unknown embolic protection device is noted distal to unknown stent. Filter basket is open. Per clinician visual analysis, image 9 under fluoroscopy received. Unknown device noted in ica and tortuous vessel noted. Per clinician visual analysis, image 10 under fluoroscopy received. Unknown embolic device with filter basket is open near distal segment of stent. Distal tip of embolic protection device noted to be intact. Tortuous vessel noted on image. Per clinician visual analysis, image 11 under fluoroscopy received. Unknown embolic device with filter basket noted to be open. Distal tip of embolic protection device noted to be intact. Tortuous vessel noted on image. Per clinician visual analysis, image 12 under fluoroscopy received. An unknown embolic protection device is noted distal to an unknown stent. Image shows filter basket in the open position. Per clinician visual analysis, image 13 under fluoroscopy received. An unknown embolic protection device is noted. Distal tip of embolic protection device noted to be intact. Tortuous vessel noted on image. Per clinician visual analysis, image 14 under fluoroscopy received. An unknown embolic protection device is noted distal to an unknown stent. Per clinician visual analysis, image 15 under fluoroscopy received. An unknown embolic protection device is noted. Distal tip of embolic protection device noted to be intact. Filter basket noted to be open. Per clinician visual analysis, image 16 under fluoroscopy received. Unknown device noted in ica. Per clinician visual analysis, image 17 received, however device is not identifiable. Per clinician visual analysis, image 18 under fluoroscopy received. An unknown embolic protection device is noted with the filter basket visible. Per clinician visual analysis, image 19 under fluoroscopy received. An unknown embolic protection device is noted distal to stent placement. Distal tip of embolic protection device noted to be intact. Per clinician visual analysis, image 20 shows endarterectomy. Per clinician visual analysis, image 21 under fluoroscopy received. Unknown embolic device with filter basket is open near distal segment of stent. Distal tip of embolic protection device noted to be intact. Per clinician visual analysis, image 22 under fluoroscopy received. Unknown embolic device with distal tip of embolic protection device noted to be intact. Per clinician visual analysis, image 23 under fluoroscopy received. Device unidentifiable. Tortuous vessel noted.

Manufacturer narrative:
The angioguard was deployed mid ica over the supplied angioguard wire; however, the retrieval catheter would not track/advance above the stent. The retrieval catheter would not advance beyond 1/3 of the stent. It appeared that the wire was caught between stent and calcification. Multiple attempts were made to retrieve the device. Images were provided of the extracted angioguard and precise after endarterectomy and enclosed. There was no reported injury to the patient. The device was not returned for analysis. Image review by clinician: request for image review received. 23 images were reviewed. Per clinician visual analysis, image 1 under fluoroscopy received. Unknown stent and unknown embolic protection device noted. Per clinician visual analysis, image 2 under fluoroscopy received. Unknown device noted in ica and tortuous vessel noted. Per clinician visual analysis, image 3 under fluoroscopy received. Unknown device noted in ica. Per clinician visual analysis, image 4 under fluoroscopy received. An unknown embolic protection device is noted with the filter basket visible. Per clinician visual analysis, image 5 demonstrated two tissue/clot specimens. Per clinician visual analysis, image 6 under fluoroscopy received. An unknown embolic protection device is noted distal to an unknown stent. Image shows distal tip of embolic protection device intact with filter basket in the open position. Per clinician visual analysis, image 7 under fluoroscopy received. Unknown stent and unknown embolic protection device noted. Per clinician visual analysis, image 8 under fluoroscopy received. An unknown embolic protection device is noted distal to unknown stent. Filter basket is open. Per clinician visual analysis, image 9 under fluoroscopy received. Unknown device noted in ica and tortuous vessel noted. Per clinician visual analysis, image 10 under fluoroscopy received. Unknown embolic device with filter basket is open near distal segment of stent. Distal tip of embolic protection device noted to be intact. Tortuous vessel noted on image. Per clinician visual analysis, image 11 under fluoroscopy received. A product history record (phr) review of lot 35262459 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis and based on the information provided, the reported ¿capture system~ withdrawal difficulty - snagged/caught on stent¿ was not confirmed. Based on the evaluation of the attached pictures it is not possible to establish a conclusion. However, it is probable to consider that the user¿s interaction with the device during use as well as vessel characteristics may have contributed to the reported withdrawal difficulty. The capture sheath is designed to not fully constrain the filter basket to preclude extrusion of captured material. According to the instructions for use (IFU) ¿load the capture sheath over the proximal end of the angioguard rx emboli capture guidewire. Grasp the guidewire proximally as it exits the rx port and advance the capture sheath through the open hemostasis valve. Continue to advance the capture sheath until the distal capture sheath marker band is adjacent to the proximal filter basket marker band. This collapses the filter basket. Using fluoroscopy, confirm filter basket closure by ensuring reduction of diameter of the radiopaque strut marker bands. Note: the emboli that have been captured may not allow the angioguard rx emboli capture guidewire to reach its initial low profile. Open the hemostasis valve to allow the angioguard rx emboli capture guidewire free movement and reduce the likelihood of damage during removal. Remove the device by simultaneously pulling the guidewire and capture sheath through the guiding catheter or interventional sheath introducer, and out of the hemostasis valve as a single unit. Care should be taken when pulling the basket through the open hemostasis valve, to avoid potential release of captured emboli¿. Neither the phr review nor the images submitted for analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.